Event description:
It was further reported that the patient had additional reprogramming on (B)(6) 2012. The device continued to have high impedances as measured on (B)(6) 2012. However, the event was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
Lead model 3889-28, lot# v535749, implanted: 2011-(B)(6), explanted: unknown, extension model 3095-10, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown, programmer model 3037, serial# (B)(4).

Event description:
It was further reported that the severity of the event was noted to be moderate. The event was possibly related to the device/therapy but unlikely related to the implant procedure.

Event description:
Additional information received reported the lead and extension were replaced on (B)(6) 2012. The outcome listed stated the event resolved without sequelae on the same date. No further information was reported.

Event description:
It was reported that high impedances due to lead breakage were measured on (B)(6)-2011. The patient was reprogrammed, but reported slight return of pre-implant symptoms of urgency, frequency and leakage. Patient outcome was reported as an ongoing event.